Event description:
It was reported the pt had an acute subendocardial mi with an anterior myoview defect, when she was brought into the cardio cath lab for an imaging procedure. The catheter could only be advanced to mid artery. The patient was noted to be having some st changes and left sided chest pain. The imaging catheter and the guide wire were removed. An angiogram revealed an extensive clot in the "whole left main system." The patient then received an additional 5000 units of heparin. After further guide wire and catheter use, she had multiple v-fib arrests requiring defibrillation, cardiogenic shock requiring CPR epinephrine, dopamine and levophed; and respiratory failure requiring emergency room intubation. It was reported after balloon pre-dilatation and stenting she had "no further clot and good flow down the artery."

Manufacturer narrative:
A device history record review was not performed since batch/lot/serial numbers were not provided. Due to the device not being returned for technical analysis, no conclusion can be drawn.